Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 391 mg/dl and a correction bolus was delivered to address the high bg. The customer did not know what was causing the bg to be high. A pump system check was performed and no device issues were found. Tandem technical support advised the customer to discuss the event with a healthcare provider.